Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08090. It was reported that a rotawire fracture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.25 mm rotalink¿ plus and 330cm rotawire¿ were used. During procedure, the burr was unable to perform ablation after it was tried several times and the rotawire became separated. Both devices were removed from the patient's body and completed the procedure with another of the same burr and rotawire. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The rotawire was returned stuck inside a rotablator burr and was not possible to release. In addition, the body and distal tip of the rotawire were kinked and stretched. Approximately 167 cm of the rotawire was outside the rotablator and it was not possible to determine if the rotawire was broken. Overall length and outer dimension of proximal section could not be performed due to device condition. Outer dimension of distal tip and middle of the device were within specification. A device history record (DHR) review was performed and no deviation was found. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08090. It was reported that a rotawire fracture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 1.25 mm rotalink plus and 330cm rotawire were used. During procedure, the burr was unable to perform ablation after it was tried several times and the rotawire became separated. Both devices were removed from the patient's body and completed the procedure with another of the same burr and rotawire. No patient complications reported.